Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h11. Upon further review, the previously reported event of rupture belongs to contra-lateral side and will be unreported for the left side device. Clarification to partial date of occurrence: (B)(6) 2023 was provided.

Event description:
Upon further review, the previously reported event of rupture belongs to contra-lateral side and will be unreported for this left side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.